Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery needs to be replaced every few hours. The insulin pump would alarm power loss. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms noted during testing. However, the power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5volts. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on j, pump was monitored and functioned properly. No cosmetic damage noted.